Event description:
The surgeon attempted to implant an aa4203tl toric silicone lens but it would not push through the cartridge and became stuck. There was no pt contact or injury. The facility indicated that it was unk why the lens became stuck. An mtc-60c cartridge was used but the lot number was not specified by the facility. The lot number and model of the injector were not provided by the facility.